Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional additionally reported retained surgical sponge in right breast pocket not related to the device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Varied injuries: unable to observe as it is not related to the manufacturing process. Rupture: observed an opening assessed as surgical damage. As per the investigation procedure wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional additionally reported retained surgical sponge in right breast pocket not related to the device. Healthcare professional later reported rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional additionally reported retained surgical sponge in right breast pocket not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.